Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime / compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 280 mg/dl. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.